Manufacturer narrative:
The harm codes provided with the initial report were incorrect. The correct harm codes have been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2013 with blood glucose in the 50 mg/dl range at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had other low and high incidents over the past several years. The insulin pump will not be returned for analysis.